Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted if additional and significant info becomes available later.

Event description:
Olympus was informed that during an unspecified procedure, the pt sustained a burn. No additional info has been provided. Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the reported event, but with no results.